Event description:
It was reported by a representative from germany that a revision surgery was completed due to a fortify implant and screws which dislocated post-operatively.

Manufacturer narrative:
The device was not available as it remains in the patient. The imaging provided shows that the implant had subsided and shifted and the pedicle screws had lost purchase. Additional information provided that the surgeon believes this is likely due to poor bone quality. However, the exact cause of the reported issue could not be determined.

Manufacturer narrative:
The cause of the reported issue could not yet be determined.

Event description:
It was reported by a representative from (B)(6) that a revision surgery was completed due to a fortify implant and screws which dislocated post-operatively.